Event description:
The patient had breast augmentation around 1970 with silicone breast implants. About 15 months ago when she was breast feeding she noticed considerable pain. After this time the patient noted joint pain in the elbow, knees and ankles. She has had a previous work-up for fibromyalgia. She has also moted numbness in the fingertips, especially on the right side. The patient had a bilateral periprosthetic the capsule. The implant was intact. There were patches on the bottom, on the left side the implant was stickly and a 2cm tear or rupture in the shell was noted near the patches. There was a lesser amount of calcium present in the capsuleinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.